Manufacturer narrative:
The handpiece was received at the MFR for eval. The initial complaint of overheating was confirmed. Based on the investigation details, the likely cause for the overheating was due to corrosion on the slide lock and button. The components were replaced and the handpiece was returned to the customer.

Event description:
It was reported that the saw overheated during routine testing. There was no patient involvement and no reported adverse consequences.